Event description:
The customer reported conflicting results on a directly tested nasal swab with the ID now covid-19 assay performed on (B)(6) 2021. The customer reported positive results with the ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed with a new sample with the ID now covid-19 assay and generated negative results. Per the customer, the patient was not symptomatic and getting tested for travel. Additionally, there was no patient harm due to test results. There was no impact or delay in treatment due to test results.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1047339 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1047339 , test base part number 190-430 / lot: 1047339 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1047339 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1047339 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the log files were not provided.